Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set tape did not adhere and fell off. No further information available.